Event description:
The customer reported image was not very clear during maintenance involving an olympus gastrointestinal videoscope. There was no patient involvement.

Manufacturer narrative:
E1 established name:(B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.